Event description:
It was stated that the implantable neurostimulator was going to be replaced because it was at end-of-service (eos). It was reported that the impedances were greater than 40,000 ohms on all pairs on the left side. It was stated thatthe right side had normal impedances between 600 and 800 ohms. It was noted that the patient was feeling stimulation on the left hip, but not on the right side hip. It reported that they were going to check the leads individually for impedances during the procedure. About one week later it was reported that a new lead was implanted and the battery was replaced. The lead that had high impedances was disconnected from the battery, but it was left in the patient to minimize the risk of moving the existing lead that was working well. It was stated that the patient was "receiving good therapy with excellent coverage".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).